Manufacturer narrative:
Patient height reported as (B)(6). Date of malunion is not known. Number 510k: this report is for an unknown tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) hardware removal and revision hemiarthroplasty was performed due to malunion on (B)(6) 2017. The original procedure was performed on an unknown date. Subsequently, the patient complained of pain and it was discovered that there was a malunion. The nail, helical blade and distal locking screw were removed uneventfully. All were intact. The patient was revised to zimmer biomet device. The surgeon stated that looking at the fracture pattern (which was more of a femoral neck fracture v. Intertrochanteric), that this should have been a hemiarthroplasty from the beginning. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown tfna nail this is report 1 of 3 for (B)(4).